Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed and was acceptable. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable glucose result for one neonate patient from accu-chek inform ii meter serial number (B)(4). The meter result from a heelstick was 143 mg/dl. The result from the laboratory was 82 mg/dl.